Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-18944, related manufacturer reference number: 2017865-2020-18947, related manufacturer reference number: 2017865-2020-18949. It was reported that the patient presented for routine generator change on (B)(6) 2020, with the right ventricular lead exhibiting high capture threshold and elevated pacing impedance. Unaware that the replacement generator had different port configurations, and physician initially connected the leads can to can. The left and right ventricular lead connections were inadvertently reversed. A post-procedure device check revealed an abnormal increase in right ventricular lead impedance and capture threshold, thus physician concluded the lead had been damaged during the procedure, and elected to cap what was believed to be the right ventricular lead. A new right ventricular lead was placed; however, the physician realized that the leads were misassembled, and inserted them into the correct header ports. The lv lead was uncapped, the chronic rv lead was capped. The were no further patient complications.